Event description:
The customer reported the ventilator would shut down when plugged into ac power after operating on backup battery power. The unit was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the reported problem. The service technician reported the ventilator transitioned to ac power from backup battery power during checkout and testing. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.